Event description:
It was reported by service report that the scale module was damaged to the point of non-functionality, and bed exit function unavailable. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale module was damaged and bed exit unavailable.